Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated false negative anti-hcv and false negative syphilis results were generated on the architect i2000sr analyzer. There was no impact to patient management reported. Four examples were provided. Sample four of four (B)(4) was reported with the following information:sample (B)(4). Architect syphilis.initial result 0.44 s/co (nonreactive).repeat result, 15.09 (reactive).